Manufacturer narrative:
The field service engineer (fse) "did some maintenance" but did not find any issues. The specific maintenance activities performed by the fse was not provided. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas e 411 immunoassay analyzer. The initial result was 80.08 uiu/ml. This result was reported outside of the laboratory. On 17-jun-2021 the repeat result was 0.570 uiu/ml. A new sample was obtained and the result was 1.510 uiu/ml. Another sample was obtained and the result was 0.605 uiu/ml. The hcg stat reagent lot number was 491930 with an expiration date of 31-dec-2021.